Manufacturer narrative:
B3: date of event is estimated. The unit was returned with an oxygen error complaint, which was confirmed during testing. The issue was traced to low sieve life (659) and the psa cycle being high (9) is an indication the zeolite is getting contaminated by moisture. The uip & top housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's device was not working even after replacing columns. Troubleshooting revealed the system hot warning message. It was noted that the patient had a stroke and was hospitalized due to the event. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.